Event description:
It was reported that during a partial gastrectomy procedure, the stapler was used one time without difficulty. The cartridge was removed and another one inserted (heard the click). The stapler was closed and inserted in the abdomen and opened. The tissue was grasped and the stapler closed and fired. When the blade advanced, it cut the tissue and the cartridge came off into the abdomen. No staple line seen and tissue was open. It was not reported how the procedure as completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.